Event description:
A medtronic rep reported that while in a cranial biopsy, after registration and successfully testing check points for accuracy, the surgeon adjusted the mayfield at the bottom of the table. After adjustment, the medtronic rep notified the surgeon that the passive planar, when touched to the top of the head, appeared to be in the brain instead of on the skull, the surgeon opted to continue the procedure and to just stay superficial of his original set depth of the biopsy. The surgeon alleged that the biopsy was superficially off approx 4mm. The biopsy was completed and obtained a good tumor sample. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.